Event description:
It was reported that the filter/connector joint leaked. It did not lock onto the filter part (connection between catheter and filter). Per the anesthetist, it leaked as a result. The product was not being used on a patient when the product problem was observed.